Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) was having intermittent comm loss. This occurred as they were updating the org's software. No patient harm was reported. Service requested / performed: exchange. Investigation summary: the customer resolved the issue of communication loss by replacing the org in question with a spare. The customer did not want to take any further action. As such, root cause of the communication loss cannot be determined. The issue occurred after the orgs at the customer's facility underwent software upgrades to 05-01. Two orgs of six were reported to have experienced intermittent communication loss. Nk tech support advised that it was possible that the org could have had duplicate ip's which would lead to communication loss. As the customer replaced only one org and communication loss was resolved across two orgs, the root cause is likely to be related to duplicate ip's. As the cause of the intermittent communication loss is unlikely to be a result of an nk device malfunction.

Event description:
The customer reported that the multiple patient receiver (org) was having intermittent comm loss. This occurred as they were updating the org's software

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is going through an intermittent communication loss. This occurred as they were updating the org's software. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/10/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/24/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their multiple patient receiver (org) is going through an intermittent communication loss.